Event description:
Brush head became detached after using it 3 times- oral b power care [device breakage] product counterfeit- oral b [product counterfeit]. Case narrative: consumer via email stated that brush head became detached after using it 3 times. No injury was reported. 05-feb-2026 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
05-feb-2026 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head became detached after using it 3 times- oral b power care [device breakage] case narrative: consumer via email stated that brush head became detached after using it 3 times. No injury was reported.